Event description:
It was reported that, during an ablation procedure to treat atrial tachycardia, signal saturation on carto® 3 mapping system and on bard recording system was noticed. Additionally, during ablation noise was seen on carto® 3 mapping system and on bard recording system. Catheter cables, catheters were replaced, but the problem persisted. Upon request additional information as received stating that, noise was noticed on poles 1, 2 of a lasso catheter and the issue was fixed by replacing the catheter. Then noise was noticed on poles 2, 3 and 4, 5 of the new lasso catheter, only during ablation. Replacing the lasso catheter, the cable, the lasso eco cable did not solve the issue. The noise was ultimately sorted out by plugging the catheter into 20b pole rather than 20a pole on the carto® 3 mapping system. The additional information was received on (B)(6) 2014, the awareness date was reset to (B)(6) 2014. Furthermore, signals were loss several times for approximately 3 hours during the procedure (not during ablation). The signals usually came back within 5 seconds. The procedure had to be abandoned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that, during an ablation procedure to treat atrial tachycardia, signal saturation on carto® 3 mapping system and on bard recording system was noticed. Additionally, during ablation noise was seen on carto® 3 mapping system and on bard recording system. Catheter cables, catheters were replaced, but the problem persisted. Upon request additional information as received stating that, noise was noticed on poles 1, 2 of a lasso catheter and the issue was fixed by replacing the catheter. Then noise was noticed on poles 2, 3 and 4, 5 of the new lasso catheter, only during ablation. Replacing the lasso catheter, the cable, the lasso eco cable did not solve the issue. The noise was ultimately sorted out by plugging the catheter into 20b pole rather than 20a pole on the carto® 3 mapping system. ECG and backplane cards were replaced and as a result, the issue was resolved. The cards were sent to the carto manufacturer (htc) for further investigation. Htc confirmed the problems and found that defective opto switch of the ECG card caused the issues. No problem with the backplane was found. The ECG card was sent to subcontractor for necessary repair. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.